Event description:
It was reported that 2 bd insyte-n¿ autoguard¿ shielded IV catheters' needles would not retract during use. The following information was provided by the initial reporter: "isag device pulled the catheter off the hub with the needle exposed when they removed the safety cover, multiple times. That is correct the cover shield pulled the catheter/hub off the needle! The rns stated there was not excessive force or twisting to get the cover off. They were using the process of removal as they always do."

Manufacturer narrative:
Investigation summary: our quality engineer inspected the samples and photographs submitted for evaluation. Bd received one photo and 2 24gx0.56in insyte autoguard devices from lot number 2146599. Two insyte autoguard samples were received without the catheter, needle cover, and packaging. Both needles were received fully retracted; however, the photo displayed one needle tip that was partially extended from the grip. The barrel on that sample exhibited stress marks, which indicates that the barrel may have been crushed. The cause of the barrel damage could not be determined, but it likely prevented the needle hub from fully retracting into the barrel. A needle shielding failure was confirmed, but the root cause remains undetermined. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.